Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the deformation of the jaws caused the device to stick during surgery. Total of twenty-three devices were returned to the manufacture with report of sticking. All med watch submissions related to this report are: 9610612-2017-00046, 9610612-2017-00094, 9610612-2017-00095, 9610612-2017-00096, 9610612-2017-00097, 9610612-2017-00099, 9610612-2017-00100, 9610612-2017-00101, 9610612-2017-00102, 9610612-2017-00103, 9610612-2017-00104, 9610612-2017-00105, 9610612-2017-00106, 9610612-2017-00107, 9610612-2017-00108, 9610612-2017-00109, 9610612-2017-00110, 9610612-2017-00111, 9610612-2017-00112, 9610612-2017-00113, 9610612-2017-00114, 9610612-2017-00115.

Manufacturer narrative:
A hardness test was performed for the investigation. There was consistency of wear and tear, insufficient maintenance, damaged cutting edges, blades pushed upward and sliders pushed upwards and loosened. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Also as a result of the investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. A CAPA is not necessary.